Event description:
It was reported that the wire pulled back during delivery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anatomy. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the catheter was inserted from outside the body into the body, and delivered up to the platform, however, the burr suddenly popped out of the guiding catheter and jumped out. The brake was released during delivery. The issue occurred on dynaglide mode, and as it persisted, it was delivered without rotation, however, the same issue recurred. The wire was free upon pressing the brake release button. The wire was gradually retracted from the time of insertion, however, a sudden jump occurred when it came out of the guiding catheter. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The body of the guidewire was kinked. The kinks on the body were measured from distal to proximal and the kinks were found at 55.5 and 93.0 inches. The spring tip was observed bent and stretched.

Event description:
It was reported that the wire pulled back during delivery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anatomy. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the wire pulled back during delivery. After repeatedly removing it from the body and confirming that there were no problems with the product, the same thing happened. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).